Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the scs system was explanted on (B)(6) 2022 resolving the issue.

Manufacturer narrative:
Event date is an estimate. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number: 1627487-2022-01232. It was reported that the patient experienced ineffective therapy and discomfort at the ipg site. As a result, surgical intervention may be undertaken to address the issue.